Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). Caller reports they will be meeting with patient a second time. Caller reports patient was complaining about the ins automatically turning stimulation off by itself, no adaptivestim programmed. Caller reports patient reported the first event in march. Caller reports impedance checked out fine. Caller reports they were notified yesterday that patient is having same issue. Caller will be meeting with patient today. Reviewed assessing diaries reviewed how to obtain data report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-apr-10: the agent called the manufacturer representative (rep) back. Reviewed data file. Caller reports they met with patient yesterday. Caller reports they reprogrammed patient. Caller reports patient indicated group a has helped with patient in controlling their pain. Caller reports they copied the group a into group b. Reprogrammed group a with a lower intensity, added cycling, and giving patient access to turning cycling off/on. Caller reports recharging calculation did increased to 2.3 days, whereas it was at 0.9 days. Caller reports patient is bringing their recharger equipment to their workplace and charging their implant instead of nighttime. Reviewed coupling reviewed charging with controller in sleep mode instead of waking up the controller. Reviewed led light on the controller. Suggested doing a diary if the patient continues to have an issue. 2025-apr-25: the cause of the stimulation turning itself off was the patient allowing the battery to go dead and not turning it back on after recharging. The rep met with the patient and educated them on using the system. They also adjusted the setting to get the patient longer intervals between recharging. The issue has been resolved.